Event description:
Patient alleged inaccurate pump delivery because caused unexplained high blood sugars on (B)(6) 2015 and unexplained low blood sugars on (B)(6) 2015. No adverse event reported. Device was returned